Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The devices were then forwarded to ponce manufacturing for further evaluation. Pmv found that release lever and jaw toggle did not function properly and that ratchet function worked with difficulty. Ponce disassembled device and found that the spring post was broken. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported incident was caused by a broken post in the handle which prevented the spring from activating the ratchet lock. The broken post is due to the wrong assembly of the trigger release spring by the manufacturing operator. The product analysis established a relationship between a device failure and the reported incident of jamed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance received one device. The visual inspection of the returned product noted that there were no abnormalities were observed for this device. Pmv performed functional testing which noted that the rotation worked without difficulty. Release lever and jaw toggle did not function properly. Ratchet button worked with difficulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the customer noticed that the two products did not work properly, both jammed/locked and jaws failed. A new device was used in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided.